Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: (B)(4), implanted: (B)(4) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain. It was reported that the patient only has 2 programs, but has 7 programs available. The patient stated that they keep going between b and d because b helps the lower part and d gets around their buttocks area but doesn't get the lower part of the back. The patient indicated that almost all of the groups end up on the left leg and not on the back. The patient wanted a manufacturer's representative (rep) present at their next appointment. The patient reported that their leads shifted 3/4 of an inch and the patient told their doctor and they took an x-ray, but the doctor also wants a cat scan to make sure. The patient stated that at the time of their last replacement, the doctor took a looks at the lead and decided not to put new leads in, but "they were only getting two programs out of it." The issues occurred a little over a year ago. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported the hcp was not aware of the current situation. Hcp reported the patient would need revision of leads and to be implanted with new ones if issue not resolved.